Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the voyager nc dilatation catheter noted that it was returned with a stopcock attached to the hub. There was contrast visible on the shaft and blood on the balloon, which is consistent with use and handling of the device during the procedure. The proximal end of the balloon was still tightly folded, although the middle and distal end were found to have relaxed folds. This is consistent with an attempt to inflate the balloon and confirms that the balloon was not able to fully inflate during the procedure, as reported. A new indeflator was used in an attempt to pressurize the catheter to its rated burst pressure, but the balloon would not inflate; however, the device was left pressurized overnight to dissolve the dried contrast in the inflation lumen, and the balloon was able to be inflated and held pressure without any anomalies noted. Additionally, measurements of the inflation and deflation times were taken and found to be within manufacturing specification. The inability to inflate the catheter may be related to numerous factors including, but not limited to, patient anatomical/lesion morphology and patient disease state, manufacturing, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, or from an interaction with accessory devices (indeflator, rhv, or guide catheter). No patient anatomical information was provided, which may have aided the investigation. It was noted during the analysis that the shaft was necked/stretched at the mid lap joint. There were also multiple bends found throughout the hypotube. However, since there was no report of any damage observed during inspection prior to the procedure, this suggests that the damage shaft occurred during or after the procedure. If the shaft became stretched and/or bent at some point during the procedure, this may have contributed to the difficulty inflating the catheter as it could decrease the flow of contrast to the balloon during inflation attempt. However, since it cannot be confirmed when this damage occurred and functional testing was unable to confirm the reported complaint, it is unknown how the damage contributed to the difficulty inflating the balloon. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, indicating that there are no lot specific product quality deficiencies. Based on the information provided and the analysis of the returned product, a definitive cause for the reported failure to inflate the device and noted damage cannot be determined. All balloon dilatation catheters are visually inspected for damage online during the manufacturing process. Additionally, a sampling of units is destructively tested to verify product quality, including functional testing for proper balloon inflation and deflation.

Event description:
It was reported that the balloon did not inflate when pressure was applied to the balloon. The device was removed from the patient and tested on the back table; however, the balloon still did not inflate. The indeflator used with the dilatation catheter was used for the rest of the case confirming that this was not an indeflator issue. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.